Manufacturer narrative:
Age at time of event: 18 years and above. (B)(4). Device evaluated by MFR.: device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. There was blood inside and outside of the device. The hypotube, collar, distal shaft and tip was microscopically inspected. Inspection revealed numerous kinks in the hypotube, damage to the collar and numerous kinks in the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-nov-2016. It was reported that device had difficulty crossing lesion. The 80% stenosed, 26mmx3.0mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that catheter had difficulty crossing the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, after device analysis revealed that there was damage on the collar of the shaft.